Manufacturer narrative:
We received one hemostasis type introducer with dilator, non-edwards 3 way stopcock and sharps receptacle for examination. A visual examination found that the wiper gasket is missing from the valve housing. Leak testing was performed with and without a catheter inserted and leakage was observed with the catheter inserted. No leakage was observed when the catheter was removed. This condition will allow leakage with a catheter inserted through the introducer valve. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If leakage is observed, the sheath can be easily exchanged for a new one over a guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, leakage was observed coming out of the sheath valve of the introducer. There was blood and medication loss; the quantity lost was unknown. There was no allegation of patient injury. Finally, replacing the introducer for another one with triple lumen solved the issue. Inquired of patient demographics, unable to be obtained.